Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump got wet. The customer reverted to an alternate method of insulin therapy. Additionally it was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified; however, a different issue was identified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.